Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap was not attached to the device before opening the product pouch in a small volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b044 was manufactured from february 24, 2015 ¿ february 25, 2015. The device was received for evaluation in an unopened package. Visual inspection noted that the blue winged luer cap had been separated from the luer. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.